Event description:
The zoll model pd 1200 defibrillator with pacemaker failed to discharge at its maximum energy. Te pt is deceased, however, not as a direct result of the failure of the defibrillator.